Manufacturer narrative:
The original report for this incident was sent to FDA under tracking number (B)(4) on (B)(6) 2013 for concomitant product ivs tunneller lot 04k079. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.